Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure (exact date unknown). According to the complainant, the surgical implant was performed to treat the patient's stress urinary incontinence and/or pelvic organ prolapse. The complaint states the patient suffered permanent injury, including, but not limited to, extreme incontinence, extreme vaginal, abdominal and lower back pain and bi-lateral numbness and tingling down her legs. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.